Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) did not deploy during an angioplasty case. There was no reported patient injury. The balloon of the vcd was inflated correctly and pulled back towards a 5f 11cm brite tip sheath sheath. The balloon went straight into the sheath and the whole sheath came out. The operator was trained to use the device. The device was opened in a sterile field. The procedure used a retrograde approach. The patient had a relevant medical history of chronic venous insufficiency with non-healing ulcer. The patient was only on aspirin and they had withheld it the day of the procedure. The femoral artery¿s suitability was confirmed via angiography including the insertion angle of the vascular sheath introducer. The vessel type was the common femoral artery. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. The stick location was the common femoral artery. There was mild, calcific disease at the puncture site. The advancer tube was visible. Hemostasis was achieved via manual compression. The patient¿s hospitalization was not extended as a result of the event. The patient has since recovered. The event did not cause a clinically relevant increase in the duration of the procedure. The event did not cause a condition the required hospitalization. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock opened, and the syringe was attached to the device. The sealant and the advancer tube remained in the manufacturing position. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed on the returned device and the inflation indicator as well as the balloon worked as intended for mynxgrip instructions for use (IFU). The balloon was able to maintain the pressure. The outer diameter of the balloon was found to be within the specification. A product history record (phr) review of lot f2028601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). Procedural factors, such as excessive tension used, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) did not deploy during an angioplasty case. There was no reported patient injury. The balloon of the vcd was inflated correctly and pulled back towards a 5f 11cm brite tip sheath sheath. The balloon went straight into the sheath and the whole sheath came out. The operator was trained to use the device. The device was opened in a sterile field. The procedure used a retrograde approach. The patient had a relevant medical history of chronic venous insufficiency with non-healing ulcer. The patient was only on aspirin and they had withheld it the day of the procedure. The femoral artery¿s suitability was confirmed via angiography including the insertion angle of the vascular sheath introducer. The vessel type was the common femoral artery. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. The stick location was the common femoral artery. There was mild, calcific disease at the puncture site. The advancer tube was visible. Hemostasis was achieved via manual compression. The patient¿s hospitalization was not extended as a result of the event. The patient has since recovered. The event did not cause a clinically relevant increase in the duration of the procedure. The event did not cause a condition the required hospitalization. The device will be returned for evaluation.